Event description:
The family of a young patient reported ongoing issues with their mobi device, leading to frustration and a request to switch back to the previously used x2. The problems included a recurring malfunction with the device's silver button, which reportedly required multiple replacements. There was no adverse impact on the customer's blood glucose levels. The family had not received any training on the mobi, which might have contributed to the difficulties, and additional support was requested to either resolve the current issues or facilitate a transition back to the x2 model.